Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. Reportedly, only one proglide device was used, and the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted that the electronic perclose proglide instructions for use (eifu) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the reported eifu violation contributed to the reported difficulties. The patient effect of ischemia, occlusion, hemorrhage (bleeding), dissection and vascular (tissue) injury are listed in the electronic proglide instructions for use (eifu) as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of ischemia, occlusion, hemorrhage, dissection, tissue injury, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 1494 - indication for use. Literature: article title "safety and feasibility of a novel total percutaneous post-closure technique after bedside impella decannulation in patients with cardiogenic shock."

Event description:
This study aimed to determine the safety and feasibility of a non-angio-guided post-closure approach for a 14f hole using the perclose proglide to decannulate the impella in the intensive care unit. Complications listed in the article: off label use (indication for use), ischemia, occlusion, bleeding, dissection, tissue damage. The study concluded that bedside post-closure using the perclose proglide device is a safe and feasible alternative to manual compression and surgical removal of the impella device with low bleeding or vascular complications rates. Specific patient information is documented as unknown. Details are listed in the attached article, titled safety and feasibility of a novel total percutaneous post-closure technique after bedside impella decannulation in patients with cardiogenic shock.